Event description:
We received a report from an amo employee that a surgeon used the incorrect calculator and subsequently implanted a toric intraocular lens instead of a multifocal toric lens. The intraocular lens was then explanted.

Manufacturer narrative:
(B)(4): model number of device was not provided in the initial information. However, the manufacturer is aware that the model number begins with zct.this device is not approvded by the FDA, however, it is a same/similar device as model zcb00- PMA 980040.(B)(4): placeholder.

Manufacturer narrative:
In follow up it was learned that the incision was enlarged in order to explant the intraocular lens (iol). Patient final visual acuity 10/10 p2 plano diopter value.(B)(4): placeholder.

Manufacturer narrative:
Serial number is unknown. Report submitted with 8 digits of 10 digits provided. All pertinent information available to the manufacturer has been submitted.